Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: device evaluation is anticipated but has not begun yet. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated pump has helium leak in console. Leaks 25 psi in 30 minutes. Replaced helium reservoir assembly. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. All available information has been provided and no further information is available. No patient involvement, the failure analysis and testing department received a helium reservoir assembly with a reported of a ¿helium leak¿. Performed visual inspection of the helium reservoir assembly per the cardiosave and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with and the cardiosave. The tests did trigger the reported problem, it looks like a leak in one of the hoses adapters. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the helium reservoir assembly in the failure analysis and testing department per . The root cause selection for this investigation will be ¿¿impossible to define¿¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.